Event description:
Boston scientific received information that this lead has been exhibiting a gradual increase in pacing impedance values. Measurement ranged from 833 ohms to a current value of 2707 ohms. While no adverse patient effects were reported, the physician stated intervention would be performed at a later date.

Manufacturer narrative:
Once new information is received, a follow-up report will be submitted.

Event description:
During subsequent intervention, the physician confirmed a lead fracture; however elected to surgically abandon. Due to an improved cardiac condition, no replacement required.

Manufacturer narrative:
If new details are received, the event will be further updated.